Event description:
It was reported that the patient driveline power fault alarms. It was said the issue was usually with the driveline inline connector. It was suggested and intended to replace the modular cable and system controller to see if it would resolve the alarms.

Manufacturer narrative:
Section a1 - a4: patient information was not provided. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Manufacturer's investigation conclusion: the reported driveline power fault alarms were unable to be confirmed, as no log files were submitted for review. A specific cause for the reported alarms could not be conclusively determined through this evaluation. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, are not available. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D and the heartmate 3 patient handbook, rev. A are currently available. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, outline all system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline power faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient driveline power fault alarms. It was said the issue was issue with the driveline inline connector. It was suggested and intended to replace the modular cable and system controller to see if it would resolve the alarms.

Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.